Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements and pacing threshold measurements. It was reported the patient is pacer dependent and has complete heart block. The patient had experienced pre-syncopal symptoms. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.